Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia (exact blood glucose levels was not provided). The patient reported omnipod personal diabetes manager (pdm) issues leading to hospitalization. Loss of clock settings occurred after a battery change which resulted in errors in insulin dosage and carbohydrate ratios. Additional information regarding the medical event was solicited but is unavailable.